Event description:
The trailing haptic of the iol was kinked as it was implanted in the patient's eye. The capsule tore as the lens was being rotated in the capsular bag. A vitrectomy was performed and a new lens was implanted.

Manufacturer narrative:
See MDR 1920664-2010-00152 for the intraocular lens used with this delivery device.